Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger was difficult to move. This was discovered before use. The following information was provided by the initial reporter: material no.: 309657. Batch/lot: 8345764. Description of complaint: it was reported that while trying to dispense the medication, the plunger kept 'sticking' to the inside of the tube.

Manufacturer narrative:
Investigation summary: three samples and a video received for investigation. The inside of the syringe barrel is lubricated with medical grade silicone, which facilitates the displacement of the plunger, it should be mentioned that the results of the lubricant presence test were compliant. During the documentary review there were no attributable problems with the defect reported by the customer, in addition the results made in the samples sent by the client do not present values outside the specification for the lubricant content. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger was difficult to move. This was discovered before use. The following information was provided by the initial reporter: material no.: 309657. Batch/lot: 8345764. Description of complaint: it was reported that while trying to dispense the medication, the plunger kept 'sticking' to the inside of the tube.